Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2009. Post-operatively, the patient began to experience urinary incontinence and then underwent a sling procedure two months later.

Manufacturer narrative:
Urinary incontinence. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.